Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the system was functioning normally. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a navigation device used for a soft tissue ablation procedure for a hypothalamic hematoma case. It was reported that the patient had experienced major memory problems a few days after the procedure. It was noted that there were no issues or concerns during the procedure and that the surgeon used the roza to plan and place the 3 mm laser fiber. There was no surgical delay during the case and no concerns with the fiber. There was no post-operative imaging done according to the site and it was noted by the hcp that the reason for the complication was not due to the system.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Update from the rep stating that the correct wifi network was not being selected. They replaced the driver and then a new driver was installed and the issue resolved.